Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 435 mg/dl. The customer stated changed the set and experience an erratic reading of blood glucose and when customer tried to bolus but failed to deliver and the blood glucose still reading high until customer used a syringe. It was unknown whether the customer was using automode. Customer was extremely thirsty and the throat felt thick. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.